Event description:
Reference number (B)(4). Event occurred in the united states. It was reported by the infusion set cannula was kinked 3 or more hours after insertion. No further information available.